Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is alarming, and the blower is not running. The device is not displaying an obstruction alarm. There was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer of the latest version of the service manual. It was reported that the blower has over 32,000 hours on it. The rse advised the biomedical engineer of a possible blower issue. The power supply voltages are all operating within specifications. The rse provided the part number of the blower assembly to repair.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.